Event description:
It was originally reported that the device had an illuminated service indicator during a patient incident. The device still functioned while monitoring the patient and they did not suffer any adverse effect as a result of the reported failure. Upon initial inspection by physio-control, it was observed that the device would not complete its boot-up cycle.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further tested the removed system/memory pcb assembly in the failure analysis center. It was observed that there were several event codes logged in the device memory that are related to a known device reboot issue; however the reported failure was not physically verified during additional testing.